Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD ,implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead inappropriately shocked the patient. The lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.